Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the mountaineer ball tip probe was found with tip broken off in mdrd. Cause was not known and the instrument was inadvertently thrown away. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.